Event description:
It was reported that the anesthesia system while connected to a patient alarmed for high respiratory rate. There was no harm to the patient. (B)(4).

Manufacturer narrative:
Further information has been sought. A supplemental medwatch report will be provided after the investigation is completed.